Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes returned to manufacturer on: 05jun2023. H6: investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used 20g x 1.00in. Insyte autoguard bc unit from lot number 2335734. Additionally, one photo was received which displays two 20g units, one which is representative of what was returned and another which was not returned. There was no damage or defects observed on the unit that was not returned. A gross visual inspection of the returned unit found that the catheter tubing had broken off close to the catheter tip. Further microscopic inspection of the break found that below the break point a tear in the shape of a v was present. This is indicative of a needle spear through. Additionally, the surface of the break was uneven, and one side of the break seemed to have a v shape as well. Given these observations, it is likely that the catheter tubing was speared multiple times during insertion and eventually broke off due to exacerbation of the damage as the unit was being manipulated. As the unit was used, it is unlikely that the damage occurred during manufacturing. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. Please refer to the IFU(instructions for use) which indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A needle spear through may also occur in the clinician setting during tip adhesion break or during venipuncture if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter broken piece of the catheter still lodged in client's arm. The following information was provided by the initial reporter: during a routine insertion of a 20g catheter, the nurse encountered significant resistance as she attempted to advance the angiocath, so she immediately withdrew it. Upon withdrawing the catheter, she discovered that the sheath was visibly shortened compared to a brand-new catheter. After discussion with the medical team, the client was sent immediately to the ER, where x-ray results confirmed that the broken piece of the catheter was still lodged in the client's arm.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter broken piece of the catheter still lodged in client's arm. The following information was provided by the initial reporter: during a routine insertion of a 20g catheter, the nurse encountered significant resistance as she attempted to advance the angiocath, so she immediately withdrew it. Upon withdrawing the catheter, she discovered that the sheath was visibly shortened compared to a brand-new catheter. After discussion with the medical team, the client was sent immediately to the ER, where x-ray results confirmed that the broken piece of the catheter was still lodged in the client's arm.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.